Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery cap contact. Testing of the insulin pump showed that it was functioning properly and passed all functional testing. The insulin pump has cracked case at display window corner, minor scratched lcd window and cracked reservoir tube.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer changed the battery and the pump counted to 6 and now has a blank display. Customer's blood glucose level was 348 mg/dl. Customer stated that the blank display occurred during the night when she was asleep. It was reported that the customer treated with a manual injection. Customer was advised to disconnect from the pump. Customer is using an energizer aaa alkaline battery. Customer inserted a new battery but the display did not return. Customer removed the battery for 10 minutes. Customer reinserted the battery after cleaning the battery cap contacts. Customer stated that the display still did not return. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert to a back-up plan per health care professional's instructions. No additional information provided.